Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer pierced the cartridge bag. Reportedly, the customer was overfilling the cartridge with over 300 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 144 mg/dl.